Event description:
The reporter stated that stopcock plug fell out of the stopcock body. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Medex recognized that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be commited to regulatory compliance and will take steps to ensure that this does not recur. Two samples were returned for evaluation. The plug was found unseated from both units. Lot history review was not avaiable as the lot unber was unk. Medex is aware of this issue from previous info received. Engineering is continuing work with medex medical to resolve this issue. Medex medical is currently evaluating another supplier for the t-handled stopcocks. No additional action is necessary at this time. Medex considers this MFR closed with this report.